Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient presented to the emergency room with a low heart rate, and it was no longer possible to test or reprogram the device. The device was found to have reached elective replacement indicator (eri), and the last device check had been two years prior. The device was explanted and replaced. No patient complications have been reported as a result of this event.